Manufacturer narrative:
Inspected one opened and used partial sensor and found cannula retracted inside sensor base. Cannula found whole; no broken or missing parts. See image for details. Unable to confirm customer received sensor in said condition due to customer returned opened and used. Unable to confirm insertion and needle anomaly due to customer did not return insertion needle; only sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the sensor cannula was broken after sensor removal. The customer's blood glucose was 5.2 mmol/l at the time of incident. The sensor will be returned for analysis.